Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026, the cgm displayed 397 mg/dl while the patient was experiencing symptoms consistent with hypoglycemia. During the event, the patient became weak and sweaty. Concerned about the patient's condition, the patient's daughter contacted emergency medical services (ems). No treatment prior to ems arrival was reported. Upon arrival, ems assessed the patient and obtained an fsbg reading of 40 mg/dl, which was consistent with the patient's symptoms and discrepant from the cgm reading of 397 mg/dl. The timing between the cgm reading of 397 mg/dl and the fsbg reading of 40 mg/dl was not confirmed. Due to the severity of the hypoglycemic event, ems transported the patient to the emergency department (ed) for further evaluation and treatment. The patient's daughter accompanied the patient to the ed. Upon arrival, the patient received intravenous (IV) treatment for hypoglycemia; however, the patient was unable to identify the specific medication or solution administered. Following treatment, the patient's condition stabilized and blood glucose levels returned to within normal range. The patient was discharged home later that night. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.